Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that there was an error code 1871. There was also a rear case damage. There was no patient injury noted.

Manufacturer narrative:
Other text: h10. Device evaluation: one cadd legacy 1 pump was returned for investigation in used condition. Visual inspection revealed that the front housing was damaged. The 1871 error code reported by the customer was confirmed after a review of the event history log (ehl). When the motor was activated, the pump produced error 1871. The battery was also depleted. The product problem was occurring because of a faulty motor and circuit board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The aforementioned faulty motor and circuit board were replaced in order to correct for the reported product problem.